Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information available, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported two kissing stents were placed in the iliac and a third one was to placed in the left external iliac. For the third stent, the doctor went in sheathless and 5mm of the stent deployed but the remainder failed to deploy. The doctor withdrew the stent back to the insertion site and the stent dissected plaque on the way out, creating a flap in the vessel. The doctor then placed a competitor stent successfully. The patient had a large amount of calcification, but the path was straight and was not tortuous.